Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The pump was found to have a downstream occlusion (dso) seal that was coming off. When switching the device on, it showed a red screen with the error message "45985" due to a defective main board. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the defective main board and dso seal.

Event description:
It was reported that the device displayed the following error "45985¿. The failure occurred before use and another device had to be used instead. There was no patient involvement.